Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the day of the call, the doctor suspended the insulin pump but it resumed by itself. Customer was advised that they might not have pressed the act button twice to suspend. The customer also reported that on (B)(6) 2015, she changed the battery and the insulin pump delayed turning on. Blood glucose value is unknown. Customer declined troubleshooting. Customer was advised a battery cap replacement would be sent and to call back if the issue persists.